Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery while it was disconnected from the user. The blood glucose reading was in the 400 or 500 mg/dl range. The customer's mother stated that the alarm occurred during a manual prime. She stated that the issue had taken place over the last 2 or 3 days. She advised that he was treating high blood glucose with manual injections. Upon troubleshooting, it was found that the insulin pump worked as designed. She reported that the issue was resolved by a complete infusion set change. She complained that the customer performed several infusion set changes. She declined return of the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.